Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states patient received results of 425 mg/dl and 204 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.